Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. The reporter was not able to provide further information during the initial complaint. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2018 with the following findings: during investigation, the black box contained no "loss of prime or unable to prime issues."the pump was able to complete rewind, load and prime with no issue. Force sensor calibration was found in spec. Unable to verify complaint.